Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient's device was removed. Nevro attempted to obtain additional information regarding the nature of the device removal, but none was available. There were no reports of device-related issues prior to the device removal.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. Other text: the device was not returned.

Event description:
It was reported that the patient's device was removed. Nevro attempted to obtain additional information regarding the nature of the device removal, but none was available. There were no reports of device-related issues prior to the device removal.